Event description:
After placement into the patient, the ablation catheter displayed high values. The catheter was replaced with no harm to the patient. Manufacturer response for ablation catheter, thermocool smarttouch stsf (per site reporter) unknown.